Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed that the anchor had been deployed and was not returned with the device. The prongs at the tip of the device were standard. There was minimal debris. The sutures were returned and did not appear to have any issues. The suture ends were heat sealed, implying that they had not been cut, but had either been pulled through the suture holder on the anchor or snapped the suture holder. It cannot be determined without the anchor present. A functional evaluation could not be performed without the anchor present. The release mechanism was able to be depressed as expected. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: ¿ read these instructions completely prior to use. ¿ breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. ¿ use of excessive force during insertion can cause failure of the suture anchor or insertion device. ¿ inadequate bone quality could result in loss of fixation or pullout of the suture anchor. ¿ do not use sharp instruments to manage or control the suture. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during, a shoulder surgery using healicoil, the initiator was removed and the anchor was inserted into the bone following the procedure, at the time of selecting the sutures, these came out of the anchor without apparent cause. The anchor was left inside the patient. The procedure was completed using another healicoil in a second bone hole with a delay shorter than 30 minutes. No further complication was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.